Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the right atrial (ra) lead exhibited far-p oversensing. Chest x-ray confirmed the ra lead dislodgement. No intervention was performed. The patient was in stable condition.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the right atrial (ra) lead exhibited far r oversensing. Chest x-ray confirmed the ra lead dislodgement. Programming changes were performed. The patient was in stable condition.